Manufacturer narrative:
As reported, a foreign material was visible on the 3dmax mesh. The sample has been returned for evaluation. A visual examination was performed. As received the mesh was handled. The mesh is contaminated with blood/body fluids and has been cut/tailored by the user for use. Cutting the mesh is not recommended per the instructions-for-use, supplied with the device: do not cut or reshape the 3dmax mesh as this may affect its effectiveness. The evaluation of the sample does not find any ¿foreign material¿ on the mesh. No manufacturing anomalies were found. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this lot of (B)(4) units. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia surgery, a suture foreign material was found to be visible on the 3dmax mesh. It was reported that another product was used to complete the procedure. There was no patient injury.